Manufacturer narrative:
An event regarding loosening of a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the devices were not returned for evaluation. -medical records received and evaluation: review of provided x-rays show the stem was settled. No additional conclusions can be made. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient patient medical records were provided for review. Additional information such as patient clinical history and operative reports would be required for further analysis. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon believed patient had a greater trochanter fracture and suspected the acetabular component had shifted in position or orientation from primary surgery on (B)(6) 2015.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that surgeon believed patient had a greater trochanter fracture and suspected the acetabular component had shifted in position or orientation from primary surgery on (B)(6) 2015.